Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a "file system corruption detected" error message and was no longer usable. The system was not booting up. There is no report of patient injury associated with this event.